Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) via the healthcare provider (hcp) indicated that symptoms were not made aware to the company rep. They asked on (B)(6) 2024 but unable to obtain. It was reported that the cause of being unable to aspirate the cap from the 8780 catheter during the revision on (B)(6) 2024 was due to the catheter not working properly. Specific cause unknown as catheter was taken out fully after inspection of catheter at anchor/cut made spinal segment. The cause of the hcp having difficulty placing newer catheter in the intrathecal space was determined to be due to large fusion making needle entry difficult.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), product type: catheter. Product ID: 8780, serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6); ubd: 16-feb-2025, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 07-apr-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 0.06 mg/day via an implantable pump for unknown indication for use. It was reported that a patient was in for catheter revision and catheter was not working. Unknown if symptomatic prior to surgery. Catheter access port (cap) aspiration unsuccessful. Attempted to revise at anchor but still had no flow after cutting catheter. Catheter was explanted and new catheter placement attempt was made. Attempt unsuccessful as patient was fused from t10 to pelvis. Patient would come back with neurosurgeon for catheter placement. New pump segment added and tunnel to spinal incision in preparation for neurosurgery to get access in the future. Pump was turned to minimum rate. The issue had not resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 0.48 mg/day, bupivacaine 10 mg/ml at 0.48 mg/day, and clonidine 100 mcg/day at 4.8 mcg/day via an implantable pump for unknown indication for use. It was reported that the additional catheter revision to add spinal segment after difficulty getting into intrathecal space on (B)(6) 2024, during catheter revision where a (B)(6) was connected to pump and tunneled to spine segment. For second catheter revision on (B)(6) 2024, an 8782 was able to be implanted into intrathecal space. Csf flow was present throughout case and patient began receiving therapy again. Patient was doing well as of now. The issue was reported as resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.